Event description:
It was reported that an unspecified quanity of em2400 valve sets were leaking. The leak was further described as, ¿permitting unintended mixing of ingredients to the final solution. Specifically, lipids have leaked into the final product which was not to contain lipid¿. The issue was identified during use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5108626 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from november 09, 2021 - november 10, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.